Event description:
It was reported that when using the bd pyxis¿ es server all stations did not communicate and had an unexpected error. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data sync service was found stopped, which caused stations to enter a disconnected state. A technical support specialist (tss) restarted the service which temporarily restored data synchronization, but the service repeatedly stopped due to a system out of memory failure, indicating insufficient memory resources. Then 8 gigabytes (gb) of random-access memory were added to the server. After the memory upgrade, the services were monitored for the remainder of the day and no further disconnections or errors were observed. The system functioned as intended after the technical support specialist troubleshot the device.